Event description:
The site reported the following to a bayer r & I representative: a female patient who was undergoing a coronary angiogram prior to cardiac surgery suffered an air injection while connected to the avanta fluid management system. After several injections to visualize the left coronary artery, air bubbles were detected by fluoroscopy. The exam was stopped. The patient was then treated with cardiac massage, intubation and ventilation, and then moved to the intensive care unit. The patient was reported to be doing better following treatment.

Manufacturer narrative:
A bayer r & I service engineer performed a system service check out of avanta fluid management system and confirmed it to be performing to specification. The disposables from the alleged incident were discarded and not available for evaluation. The site was unable to provide lot numbers in use during the alleged incident; therefore, testing of retain samples is not possible. The avanta fluid management system has been in use daily at the site since the reported occurrence. The site has been offered additional applications training. The site visit date is still to be determined.